Event description:
It was reported that when removing the packaged device from the shelf, the vendor seal was already opened. Reportedly, it appeared like someone opened the package and returned it to the shelf opened. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The opened pouch was able to be confirmed. The vendor seal on the pouch was opened at the top left side. The remaining portion of the vendor seal was intact. There was evidence that sterile barrier had been sealed at the opened section of the vendor seal. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.